Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, at the first firing, the surgeon clamped the tissue, and he could not fire the device. They replaced the reload and the firing was successful. There was no patient injury.